Event description:
Per the audiologist, the electrode array was not successfully inserted in the cochlea during the initial surgery. The pt was implanted in the contralateral ear with a new device in 2007 (exact date not reported). The pt requested the old device be removed and is scheduled for explantation in 2008.

Manufacturer narrative:
This is a final report.